Manufacturer narrative:
Manufacturer narrative: clinical code: e. 4843 - clinical endoleak - event of endoleak type 1b reported with no device deficiency. 2152 - great vessel perforation - acute descending thoracic/proximal abdominal aortic rupture with large periaortic hematoma. Impact code: f. 1802 - death - patient passed away on (B)(6) 2025. Device problem code: a. 3190 - insufficient information - no device failure /deficiency has been reported. Component code: g. 4755 - part/component/sub-assembly term not applicable. Type of investigation: b. 4110 - trend analysis: -thoraflex hybrid sales jan 22 - feb 26 vs thoraflex hybrid endoleak type 1b events jan 22 jul 26 had an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information has been requested to aid this investigation. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID-25173908 which confirmed the batch was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: c. 3233 - results pending completion of investigation. Investigation conclusion: d. 11 - conclusion not yet available as investigation is ongoing.

Event description:
Event of endoleak 1b reported from extend study (nct05639400). On post operative day 239 and post extension day 50 (on (B)(6) 2025), patient (B)(6) had an ae (adverse event) of endoleak ib cta (computed tomography angiography on (B)(6) 2025) showed persistent large endoleak and associated aneurysm enlargement (6.7 - 7.0 cm) but stable. Managed with surveillance. On (B)(6) 2025, the patient developed acute descending thoracic/proximal abdominal aortic rupture with large periaortic hematoma resulting in death. As reported, no device deficiency, anticipated event requiring surgical intervention. Treatment of the event included blood transfusion (2 units).